Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: "management of isolated dissection of the superior mesenteric artery". B3, b6, d6a: date estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported in a case study article that analyzed different therapeutic options to treat a dissection of the superior mesenteric artery, that patient five was treat with the implantation of two bare metal stents (bms), including a 6x18mm herculink elite bms and a non-abbott bms. However, upon 30 month follow-up stent track occlusion was noted. Additional information can be found in the retrospective case study analysis, "management of isolated dissection of the superior mesenteric artery".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. He reported patient effect(s) of stenosis is listed in the rx herculite elite peripheral stent systems instructions for use as a known patient effect(s) associated with the use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.